Event description:
Approximately two years and five months post vad implantation, it was reported that the patient presented to the site after controller failed to produce audible alarms following an accidental disconnect of both controller power sources. The site performed an elective controller exchange and confirmed the alarm malfunction. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
It was reported that during an inpatient hospital stay the patient disconnected both batteries from the controller. This resulted in the pump stopping and the patient requiring resuscitation. The audible alarm did not sound. During resuscitation the batteries were reconnected which restarted the pump. The patient was treated on the intensive care unit following this event. The facility performed a controller exchange and provided the patient with a replacement back-up controller. The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned and tested by the heartware failure analysis laboratory. A review of the device history records (DHR) of the returned device did not reveal manufacturing contributed to the event. The controller passes visual and failed functional testing. When both power sources were disconnected the no power alarm was silent. However all other alarm tested was normal. The controller was opened and the nickel-metal hydride battery (nimh) battery that supplies power for the no-power alarm was checked and indicated that the cell had failed. The actual root cause is due to a failed internal battery cell within the controller. An internal investigation has been opened by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has not been returned to the manufacturer for evaluation.